Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a setscrew was "out from place" and it was not possible to turn it. The lead pacing impedance was noted to be high. Part of the grommet was removed, but then physician elected to replace the device. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, a setscrew was "out from place" and it was not possible to turn it. The lead pacing impedance was noted to be high. Part of the grommet was removed, but then physician elected to replace the device. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.